Event description:
It was reported perforation, pericardial effusion, tamponade, and pericarditis occurred. An intellamap orion mapping catheter was selected for use during a redo pulmonary vein isolation (pvi) and flutter ablation procedure on (B)(6) 2018. The patient then experienced complaints which were diagnosed on (B)(6) 2018 as pericarditis; a summary noted pericarditis and pericardial effusion following ablation. Approximately two months later, on (B)(6) 2018, another healthcare facility diagnosed the patient with "probably a tamponade based on perforation during pvi". The patient underwent surgical intervention to address the tamponade and was recovering. It was unknown on what date tamponade was first identified or which type of fluid was associated with the tamponade. It was unknown if the physician had felt resistance while maneuvering the catheter within the cardiac anatomy. There were no device performance issues during the procedure.